Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that that the device was still in possession of the hospital. It was unknown when it will be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative on 2019-apr-30 reported that the patient planned to call the manufacturer representative if the same situation occurred again. Additional information was received from a consumer and manufacturer representative on 2019-may-07 reporting that since the last call the overstimulation sensation had occurred twice and one of the times was that day in the office. It was confirmed that this did not occur every time the patient laid down. The upright voltage was at 3 and the lying down was 3.5-3.6. It was determined that the caller would try deactivating adaptive stimulation (as) settings to see if the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep did not de-activate the patient¿s adaptive stimulation to see if this resolved their overstimulation issue, as the patient refused. Instead the rep turned down their lying on their back setting and created a different program on different electrodes to see if either of these options would eliminate the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient had an injection in their lower back/buttock and then fell just prior to an overstimulation event. It was reported that the patient had a significant ramp up of stimulation that woke them out of sleep and made them cry. This happened 2 weeks ago and had occurred 3-4 times a day up until this past weekend when it stopped. These events tended to start when the patient was lying down. They tried switching programs and different positions during the first event but it did not resolve the issue. They felt overstimulation when they were lying back on their right side and when upright. The patient called their health care provider (hcp) and was told to go to the hospital. The patient did not know how to turn off stimulation so they did not. When patient reduced stimulation level the discomfort resolved. It was mentioned that group c was tried but that did not give them enough stimulation so they went back to group d which was the group they used the most. The patient noted that they did not change their settings very often. It was reported that the manufacturer representative had checked adaptive stimulation (as) orientation and settings that the patient had been using and it looked okay. There were no programming changes made as the stimulation was currently comfortable. Impedances were normal with a range of 996 to1252 ohms. The patient noted that they had never been pain free but they did received benefit from the scs system. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2020-01-03 reporting that the patient had the implantable neurostimulator (ins) replaced that day. When the pocket was opened it appeared the lead (0-7) had been pulled out of the header black which was the likely reason for the impedance issue and intermittent shock. Post-operation impedances showed orange with 6 and 15 but it was not known which pairs were questionable. The general impedance range when looking at various references was around 600 ohms. Fluoro showed that the leads were touching each other. The caller believed the touching was around the 6 and 15 contacts. The patient was programmed that day and was getting good coverage. It was confirmed the patient went home happy. No further complications were reported.

Manufacturer narrative:
See h2 for updated coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.